Event description:
It was reported that the unit have been getting extremely hot and leaking during procedure. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received as it was reported to have been discarded. Therefore, the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hot. Probable root cause: material/design error, user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit have been getting extremely hot and leaking during procedure. Therefore, there was a thermal event.